Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. After ten minutes of morcellating, the device started chugging. The procedure was completed with this device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-02042, 2210968-2012-02043 and 2210968-2012-02070. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.